Event description:
New information notes the lead was explanted.

Event description:
It was reported that externalized conductors were noted via fluoroscopy. No electrical anomalies were noted. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.